Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. There are plans to access the sleeper site, but it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to access the sleeper site on (B)(6) 2013; during the same surgery, a new abutment was placed on the sleeper site fixture. (B)(4).